Manufacturer narrative:
An event regarding alleged loosening involving a custom distal femur tibial component was reported. During the x-ray review, the reported loosening was reassessed and confirmed to be wear and tear of the bearings articulating surfaces in the in situ rotating hinge. The device has been implanted for over 20 years. During the investigation it was confirmed that the stanmore implants worldwide (siw) custom distal femur device was manufactured correctly to specification and that the rotating hinge tibial component that was the concern area of the reported loosening event was not a siw device. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
A new prescription for a revision surgery has been received. It has been reported that the patient's current implant is now loose especially in the tibial component. The patient has developed some varus valgus laxity and it is affecting his quality of life.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A new prescription for a revision surgery has been received. It has been reported that the patients' current implant is now loose especially in the tibial component. The patient has developing some varus valgus laxity and it is affecting his quality of life.